Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to add reference to a field action.

Manufacturer narrative:
Based on the claim against the product by the customer noting, malfunctioning guide tool change (gtc) and non-intuitive motion of the medium-large clip applier (mlca) instrument. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint. The fse identified and replaced the deteriorated release tab. The system was tested and verified as ready for use. The affected release tab involved with this complaint is a field scrap item. And will not be returned to isi for further investigation. The complaint regarding the reported complaint was not confirmed, based on the field evaluation.

Event description:
It was reported ,that during a da vinci-assisted low anterior resection surgical procedure. The medium-large clip applier (mlca) instrument was malfunctioning. The customer received phone assistance from the technical support engineer (tse). The tse suspected, that the issue occurred because the guide tool change (gtc) did not work. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mlca instrument wrist moved unintuitively when it was used inside the patient¿s anatomy. The clip was not dislodged from the instrument. The customer replaced the mlca to resolve the issue. The mlca will not be returned for evaluation.